Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during a patient event, the screen on their device went blank during charging and dumped the charge. The customer advised physio that the screen came back on a few seconds after the reported event. The patient did not survive. The customer, a health care professional, advised that the device use did not contribute to the patient outcome, but was due to the patient's condition.

Event description:
The customer contacted physio-control to report that during a patient event, the screen on their device went blank during charging and dumped the charge. The customer advised physio that the screen came back on a few seconds after the reported event. The patient did not survive. The customer, a health care professional, advised that the device use did not contribute to the patient outcome, but was due to the patient's condition.

Manufacturer narrative:
Of the initial medwatch report (event date) indicates: december 8, 2018. Of the initial medwatch report (event date) should indicate: december 14, 2018. Additional information: physio-control evaluated the customer's device and could not duplicate the reported issue. Physio downloaded and reviewed the electronic records from the customer¿s device. The data indicates that the device was operating from battery #2 (manufacture date = 02/06/2013) during the reported event. Battery #2 had zero remaining charge when the defibrillator charge button was pressed. The electronic data indicates that the device performed a warm boot 25 seconds after the charge button was pressed. Physio replaced the therapy pcb assembly as a precautionary measure and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be conclusively determined.